Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse event of peritonitis of unknown origin. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. Limited information precluded a more comprehensive clinical investigation. However, despite the serious adverse events the patient continues to utilize the same liberty select cycler (per the knowledge of this reviewer), as no replacement has been requested. Esrd patient¿s undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. Furthermore, there is no allegation or objective evidence a fresenius device(s) and/or product(s) failed to meet user expectation(s) or manufacturer specifications.

Event description:
On (B)(6) 2022, fresenius became aware this female patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis of unknown origin. No additional information was provided during intake. Subsequent attempts to obtain additional information (e.g., offending organism, medication records, causality, medical history, hospital records) have thus far proven unsuccessful.

Event description:
On 12/oct/2022, fresenius became aware this female patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis of unknown origin. No additional information was provided during intake. Subsequent attempts to obtain additional information (e.g., offending organism, medication records, causality, medical history, hospital records) have thus far proven unsuccessful.

Manufacturer narrative:
Correction:g1.

Event description:
On (B)(6) 2022, fresenius became aware this female patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis of unknown origin. No additional information was provided during intake. Subsequent attempts to obtain additional information (e.g., offending organism, medication records, causality, medical history, hospital records) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.